Event description:
It was further reported that the patient experienced nausea and abdominal discomfort.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient experienced fatigue and weakness and was admitted for treatment of a ventricular assist device (vad) thrombus on (B)(6) 2017. An echocardiogram (echo) was performed but no thrombus was identified. On (B)(6) 2017, hemolysis was no longer noted, and by (B)(6) 2017, the patient felt well and no power spikes were seen. The patient is a participant in the vad destination therapy trial improved blood pressure management clinical study.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is designed to assist a weakened, poorly functioning left ventricle. Per the instructions for use (IFU): high watts alarms, are an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump, which are known potential complications associated with all patients implanted with vads as outlined in the labeling. The IFU addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted.

Event description:
It was reported that the patient presented to the emergency department for hematuria and hemolysis when their ventricular assist device (vad) exhibited elevated power.  The patient was admitted and administered intravenous anticoagulation and tissue plasminogen activator (tpa).  The vad watts returned to baseline on (B)(6) 2017.  The patient remains hospitalized and will be discharged the following week.  Log files were sent.  No additional information available.

Manufacturer narrative:
(B)(4) was not returned to heartware for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event of elevated power was confirmed via review of the controller log files which revealed 77 high watt alarms logged since (B)(6) 2017 and an increase in power consumption starting (B)(6) 2017 to a peak of 12.4 watts on (B)(6) 2017 outside normal operating range. Parameters returned to normal operating range on (B)(6) 2017. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information, the most likely root cause of the high power event can be attributed to external factors such as thrombus formation/ingestion. Clinical factors that may have contributed are multifactorial and may be attributed to anticoagulation therapy, disease progression, and patient comorbidities. In addition, lvad pump candidates often possess risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased. Though the root cause can be attributed to the patient, pharmacological influences, and procedural factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.